Manufacturer narrative:
On 10/11/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission number ip-(B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 500cc mentor memorygel breast implant; catalog number: 3505004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission number ip-(B)(4). It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with mentor gel implants (catalog #3505004bc) on (B)(6) 2016 experienced left sided capsular contracture (baker grade ii). The patient also reported that she has some itchiness on the left breast. The patient said she underwent a procedure to remove capsular contracture and that she believes her surgeon used the same implant. She says she has scar tissue development again and that she was awake during the procedure. No other information is available at this time. Should more information become available notes will be updated and case reassessed. On 10/8/2019, mentor became aware that psr submission numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.